Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient passed away. It was reported that the patient¿s family returned the patient¿s continuous glucose monitoring (cgm) device to the diabetes clinic. The patient¿s diabetes educator contacted dexcom for assistance on returning the prescribed system to dexcom. It was indicated that the patient had not been in touch with his parents for 3 days and his parents found him dead in his apartment. There was no allegation of device malfunction and the patient was not wearing the cgm device at the time of death. It was reported by the diabetes educator that the patient had experienced issues with the system, and upon complaint review it was found that the patient had been attempting to insert a g5 transmitter into the g6 sensor pods, which are not compatible. At the date of death, (B)(6) 2018, the patient¿s share data indicated that their last g6 sensor session with the system ended fifteen days earlier, on (B)(6) 2018. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
A receiver was returned for evaluation. An external visual inspection was performed, and the inspection passed. The receiver was charged and booted successfully. Functional testing was performed, and the test passed. Data was not evaluated as there was no data found in the receiver logs. The device was determined to be functioning as intended. No additional patient or event information is available.